Event description:
It was reported following a diagnostic angiogram, an angio-seal device was deployed in 2003. The pt presented to the hospital with complaints of right leg and groin pain in 2004. A femoral angiogram was abnormal. The next day, the pt underwent surgery where the angio-seal device was explanted and femoral bypass was performed. The pt was placed on IV antibiotics and later discharged with no further complications.